Event description:
Report received that a patient had passed away. The physician indicated the assumed cause of death was sudep and no autopsy would be performed. The physician also indicated the death was not related to vns and that the patient responded well from vns therapy. It was reported that the patient's generator detected a possible seizure on the morning she passed away. The most recent system diagnostic data results were provided which showed the device had worked as intended. The generator and lead have been returned to the manufacturer but analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4)

Event description:
Product analysis was completed on the vns lead and generator. There were no abnormalities found with the lead besides typical wear associated with implant and explant. No discontinuities were found on the returned portion. An evaluation could not be made on the portion not returned. Product analysis on the generator showed it had performed according to all functional and electrical specifications. It was able to be interrogated and all system diagnostics returned normal results. The device output was monitored for 24 hours in a simulated body temperature environment and no signs of variation in output were seen. Typical wear and marks from implant and explant procedures were seen, but no other anomalies were noted. Impedance was found to be normal after the patient had passed away. No further relevant information has been provided to date.